Event description:
It was reported that during the implant of this lead the lead broke with the helix still extended from the lead, thus the helix of the lead was left inside the right ventricle. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that during the implant of this lead the lead broke with the helix still extended from the lead, thus the helix of the lead was left inside the right ventricle. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during the implant of this lead the lead broke with the helix still extended from the lead, thus the helix of the lead was left inside the right ventricle. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that during the implant of this lead the lead broke with the helix still extended from the lead, thus the helix of the lead was left inside the right ventricle. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during the implant of this lead the lead broke with the helix still extended from the lead, thus the helix of the lead was left inside the right ventricle. A new system was implanted. No adverse patient effects were reported.